Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Engineering analysis of device save to disk data confirmed premature battery depletion (pbd). Technical services (ts) advised for device replacement or re-evaluation of device data within 90 days. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this ICD was explanted due to the code 1003. The physician elected to not implant a new device at this time due to patient condition and age. No additional adverse patient effects were reported. This product is expected to be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Engineering analysis of device save to disk data confirmed premature battery depletion (pbd). Technical services (ts) advised for device replacement or re-evaluation of device data within 90 days. No adverse patient effects were reported. Currently, this ICD remains in service.